Manufacturer narrative:
(B)(4). Firing trigger teeth. The analysis results found that the 6sb45 device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached of what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an extra uterine pregnancy procedure, the device would not cut and partially stapled. The surgeon fired the device and heard abnormal "cracks". He re-opened the device with difficulty and noticed that there was no cut and only three or four staples placed on the tissues. The surgeon used a reload but he could not fire the device because, the section blade remained blocked into the stapler. Another like device was used. The staple but not the reloads will be returned for analysis. There were no adverse consequences for the patient. Additional information: would not cut and partially stapled. The surgeon fired the device and heard abnormal "cracks". He re-opened the device with difficulty and noticed that there was no cut and only 3 or four staples placed on the tissues. The surgeon used a reload but he did not can fired the device because, the section blade remained blocked into the stapler.